Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue with evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the down arrow keypad button was intermittently unresponsive. Evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The keypad cover had been returned torn from the up arrow to the ok button.